Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receiving error 133.6090 on device 8015 (s/n (B)(4)), at power-up. Failure device type: failure problem type: failure mode: case resolution: customer receives device 8015 (s/n (B)(4)), with system error code 133.6090 at power-up. Explained problematic issue to the main speaker being compromised. Informed customer to interchange the serial I/o board assembly to isolate fault. Informed customer if problem still persists, to replace/repair the logic board if needed. Suggested to repair/replace the up power supply board also, if needed. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.